Manufacturer narrative:
Check valve.

Event description:
The customer reported the ventilator failed pre-use testing due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The service engineer reported the check valve body was separated from the outer ring, which may result in blocked airflow through the gas path of the assembly. The service engineer replaced the check valve to address the reported problem. Applicable final testing was completed per operating specifications.